Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the condition of "keypad failures".

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 12:323:528 on channel a. Baxter's evaluation of the device determined the keypad button of channel a was inoperative. The user interface module master software version is 5.48.92, which is classified as remediated. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed an inoperable keypad. The root cause was determined to be fluid intrusion on back of keypad and interconnect cable. The keypad was replaced for channel a to resolve this issue. A follow up report will be submitted if additional information becomes available.